Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user inadvertently filled tubing while the device remained connected to the body, resulting in an unintended insulin delivery of approximately 20.5 units. The user¿s blood glucose decreased to 60 mg/dl and was corrected with fast-acting carbs; no symptoms were reported. No outside medical intervention was required.